Event description:
A 63-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported that he observed blistering on his forehead and the right side of his scalp following removal of the transducer arrays. He applied a chlorhexidine gluconate dressing to address serous drainage on the scalp. Optune gio therapy was temporarily discontinued. On (B)(6) 2025, the patient indicated that he had reapplied the arrays the previous evening but removed them within eight hours due to a burning sensation. He also noted that he had consulted multiple physicians, including an allergist. On (B)(6) 2025, the patient reported that he had not resumed therapy, pending further evaluation by an allergist and dermatologist. He described ongoing symptoms of erythema, burning sensations, and contact dermatitis affecting his neck, chest, back, and arms. The dermatologist suspected the reaction was related to the arrays, possibly due to the gel component. At that time, treatment included a petrolatum/mineral oil-based cream for the scalp, pramoxine lotion for the body, and oral diphenhydramine. On june 20, 2025, the patient informed novocure that a healthcare provider had confirmed a significant allergic reaction to the array adhesive. The provider was exploring t-cell inhibitor therapy to alleviate symptoms. On (B)(6) 2025, the patient reported reapplying the arrays the previous day but experienced intense itching and warmth across the scalp within five hours. He resumed use of a skin barrier and hydrocortisone cream and again discontinued optune gio therapy. On (B)(6) 2025, the patient informed novocure that his allergist had confirmed an allergy to the hydrogel. The physician planned to trial various immune-blocking therapies during the week to determine the most effective option for symptom relief. The prescribing physician reported on (B)(6) 2025, that the patient experienced an allergic reaction to the transducer array adhesives. Unspecified treatment was administered, and the patient continued optune gio therapy.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the hypersensitivity cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching and rarely may even lead to severe allergic reactions.